Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The tip was bent and as a result broke. The failure mode on the insert received does not show a fatigue failure nor a defect that could cause the failure. Fatigue failures normally show initiation failure points.

Event description:
While using a 30k fsi-sli-fg-10s insert, it was overheating; no injury resulted.